Event description:
Customer complaint reports "at the time of inserting the catheter, the guide bends easily, which causes a failed attempt to pass the device and damage to the vein, which cannot be re-punctured in the right upper limb, the patient has a hematoma." The patient's condition is reported as fine. No medical intervention was required. The issue was resolved by requesting the use of another device.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports "at the time of inserting the catheter, the guide bends easily, which causes a failed attempt to pass the device and damage to the vein, which cannot be re-punctured in the right upper limb, the patient has a hematoma." The patient's condition is reported as fine. No medical intervention was required. The issue was resolved by requesting the use of another device.

Manufacturer narrative:
(B)(4). The customer returned one opened sac kit containing a catheter and swg for evaluation. Visual inspection of the swg revealed three major kinks and offset coils along the body. Microscopic examination confirmed the distal and proximal welds were attached and spherical. The returned wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "thread tip of indwelling catheter over spring-wire guide." The undamaged portions of the returned wire were able to pass through the returned catheter with minimal resistance. A manual tug test confirmed the distal and proximal welds were secure. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "use of excessive force may damage catheter or spring-wire guide." The complaint of a kinked swg was confirmed by visual inspection of the returned sample. The guide wire contained three major kinks and offset coils. The sample passed all relevant dimensional and functional testing. A device history record review was performed, and no relevant findings were identified. Based on the sample returned and the customer description that the damage occurred during use, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.